Manufacturer narrative:
Additional 510k provided- k250682. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leaking happening while flushing at the connection of nexiva hub and maxzero. A few droplets of saline leak out. Potential exposure to blood. Any adverse event or serious injury reported to patient or healthcare professional? No adverse event or serious injury to patient or healthcare worker. Can you please provide an exact date of event in format 29-12-2025.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 9 used physical samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that visual inspection under magnification showed no damage was observed. A leak test was performed on all samples as they were received and all samples passed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.